Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cardiac failure ('heart failure'), major depression ('current episode of a major depression') and suicide attempt ('suicide attempt') in a (B)(6)-year-old female patient who had essure (batch no. A86602) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included onychomycosis on (B)(6) 2013, anxiety on (B)(6) 2012, burning sensation skin on (B)(6) 2012, cervicitis on (B)(6) 2012, acute pharyngitis on (B)(6) 2012, amenorrhoea on (B)(6) 2012, onychomycosis on (B)(6) 2012, coxalgia (-left-chronic-recurrent) on (B)(6) 2012, oral disorder on (B)(6) 2012, cough (smokers expectoration (acute/chronic)) on (B)(6) 2012, acute gastroenteritis ((non-specific gastroenteritis infection)) on (B)(6) 2012, abdominal discomfort on (B)(6) 2011, acute respiratory tract infection on (B)(6) 2011, intervertebral disc protrusion (l5 s1) on (B)(6) 2011, onychomycosis on (B)(6) 2011, dyspareunia on (B)(6) 2011, right otitis externa on (B)(6) 2011, neck pain in 2010, fear (from condition) non-critical illness) in 2009, trauma in 2009, trauma in 2009, arthropathy in 2009, plastic surgery nos in 2009, breast disorder female in 2009, vaginitis (non-critical) in 2008, diarrhoea (non-critical) in 2008, tendinitis ((B)(6) 2008: symptom, complaint, sign, carpal [wrist], non-critical - both) in 2008, streptococcal sore throat in 2008, drug hypersensitivity in 2007, muscular contraction wave abnormal in 2007, depression in 2007, infection in 2007, inflammation in 2007, amenorrhoea in 2006, coxalgia in 2006, urticaria in 2006 and breast disorder female in 2006. Terazepam 50 mg 30 tablets- (B)(6) 2007 to (B)(6) 2007; ventubel size 2 (B)(6) 2008 (B)(6) 2008;. Previously administered products included for an unreported indication: menaderm from (B)(6) 2015, naproxen from (B)(6) 2013, ciclochem from (B)(6) 2012, ciclochem from (B)(6) 2012, zitromax from (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012, pectox from (B)(6) 2012, duphalac from (B)(6) 2011, hormonal contraception on (B)(6) 2011, trosyd from (B)(6) 2011, orfidal from (B)(6) 2011, budesonide from (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011, ebastel extra from (B)(6) 2011, diclofenac in 2010, espidifen in 2010, labileno in 2010, bentazepam in 2010, omeprazole in 2009, mupirocin in 2009, rifampicin in 2009, tavanic in 2009, clotrimazole in 2008, clotrimazole in 2008, meloxicam in 2008, amoxicillin in 2008, ibuprofen in 2007, bentazepam in 2007, reneuron in 2007, levofloxacin in 2007, rifampicin in 2007, alprazolam retard in 2006, xazal in 2006, nolotil in 2006, amoxicillin+clavulanic acid in 2006, diclofenac in 2005 and reneuron. Family history included bipolar disorder and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of dermatitis ("dermatitis, non-critical"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced breast disorder female ("symptom, complaint, sign, breast, non-critical"). On (B)(6) 2014, the patient experienced the second episode of dermatitis ("dermatitis, non-critical"). On (B)(6) 2015, the patient experienced cardiac failure (seriousness criterion medically significant). In 2015, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced arthralgia ("hip pain, non-critical - left"). On (B)(6) 2016, the patient experienced ligament sprain ("ankle sprain - right"). On (B)(6) 2017, the patient experienced metrorrhagia ("excessive bleeding"). On (B)(6) 2017, the patient experienced major depression (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced tooth abscess ("dental abscesses"). On (B)(6) 2017, the patient experienced furuncle ("boil (skin) non-critical boil (skin) non-critical"). On (B)(6) 2017, the patient experienced shoulder injury ("symptom, complaint, shoulder sign non-critical -right"). On (B)(6) 2017, the patient experienced leg injury ("symptom, complaint, sign, leg, non-critical -left"). On (B)(6) 2017, the patient experienced fasciitis ("fasciitis (see specific region) non-critical"). On (B)(6) 2017, the patient experienced headache ("headache, non-critical"). On (B)(6) 2017, the patient experienced sinusitis ("sinusitis (acute/chronic)"). On (B)(6) 2017, the patient experienced spinal osteoarthritis ("cervical osteoarthritis"). On (B)(6) 2018, the patient experienced otitis externa ("external otitis- both"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthropathy ("symptom, complaint, sign, hip non-critical left"). On (B)(6) 2018, the patient experienced tremor ("tremor"). On (B)(6) 2019, the patient experienced dermatitis allergic ("allergic dermatitis non-critical"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), anxiety ("anxiety") and depression ("recurrent depressive disorder"). The patient was treated with surgery (bilateral salpingectomy to remove essures). At the time of the report, the hypersensitivity, cardiac failure, major depression, suicide attempt, metrorrhagia, fatigue, anxiety, arthralgia, tooth abscess, depression, breast disorder female, the last episode of dermatitis, ligament sprain, furuncle, shoulder injury, leg injury, fasciitis, headache, sinusitis, spinal osteoarthritis, otitis externa, urinary tract infection, arthropathy, tremor and dermatitis allergic outcome was unknown. The reporter considered anxiety, arthralgia, arthropathy, breast disorder female, cardiac failure, depression, dermatitis allergic, fasciitis, fatigue, furuncle, headache, hypersensitivity, ligament sprain, major depression, metrorrhagia, otitis externa, shoulder injury, sinusitis, spinal osteoarthritis, suicide attempt, tooth abscess, tremor, urinary tract infection, the first episode of dermatitis, leg injury and the second episode of dermatitis to be related to essure. The reporter commented: vaccinations: administration date: (B)(6) 2012 name: flu others <60 years old laboratory: msd batch: j8351-1. Administration date: (B)(6) 2011 name: flu others <60 years old laboratory : msd batch: ho283-1. Administration date: (B)(6) 2010 name: (B)(6) adult 3rd laboratory : glaxosmithkl batch: xhbvb642a1. Degree of disability of: 69%. From the date of: (B)(6) 2018. Valid until: permanent. Scale to determine the need for assistance of another person: not needed. Scale to determine the existence of difficulties in the use of public transport (annex ii r.d.. 1971/1999): no. Parking permit (royal decree 1056/2014, dated (B)(6)): no. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cardiac failure ('heart failure'), major depression ('current episode of a major depression') and suicide attempt ('suicide attempt') in a (B)(6) female patient who had essure (batch no. A86602-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included onychomycosis on (B)(6) 2013, anxiety on (B)(6) 2012, burning sensation skin on (B)(6) 2012, cervicitis on (B)(6) 2012, acute pharyngitis on (B)(6) 2012, amenorrhoea on (B)(6) 2012, onychomycosis on (B)(6) 2012, coxalgia (-left-chronic-recurrent) on (B)(6) 2012, oral disorder on (B)(6) 2012, cough (smokers expectoration (acute/chronic)) on (B)(6) 2012, acute gastroenteritis ((non-specific gastroenteritis infection)) on (B)(6) 2012, abdominal discomfort on (B)(6) 2011, acute respiratory tract infection on (B)(6) 2011, intervertebral disc protrusion (l5 s1) on (B)(6) 2011, onychomycosis on (B)(6) 2011, dyspareunia on (B)(6) 2011, right otitis externa on (B)(6) 2011, neck pain in 2010, fear (from condition) non-critical illness) in 2009, trauma in 2009, trauma in 2009, arthropathy in 2009, plastic surgery nos in 2009, breast disorder female in 2009, vaginitis (non-critical) in 2008, diarrhoea (non-critical) in 2008, tendinitis ((B)(6) 2008: symptom, complaint, sign, carpal [wrist], non-critical - both) in 2008, streptococcal sore throat in 2008, drug hypersensitivity in 2007, muscular contraction wave abnormal in 2007, depression in 2007, infection in 2007, inflammation in 2007, amenorrhoea in 2006, coxalgia in 2006, urticaria in 2006 and breast disorder female in 2006. Terazepam 50 mg 30 tablets- (B)(6) 2007; ventubel size 2 (B)(6) 2008;. Previously administered products included for an unreported indication: menaderm from (B)(6) 2015, naproxen from (B)(6) 2013, ciclochem from (B)(6) 2012 to (B)(6) 2012, ciclochem from (B)(6) 2012 to (B)(6) 2012, zitromax from (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012, pectox from (B)(6) 2012, duphalac from (B)(6) 2011, hormonal contraception on (B)(6) 2011, trosyd from (B)(6) 2011 to (B)(6) 2011, orfidal from (B)(6) 2011 to (B)(6) 2011, budesonide from (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011, ebastel extra from (B)(6) 2011, diclofenac in 2010, espidifen in 2010, labileno in 2010, bentazepam in 2010, omeprazole in 2009, mupirocin in 2009, rifampicin in 2009, tavanic in 2009, clotrimazole in 2008, clotrimazole in 2008, meloxicam in 2008, amoxicillin in 2008, ibuprofen in 2007, bentazepam in 2007, reneuron in 2007, levofloxacin in 2007, rifampicin in 2007, alprazolam retard in 2006, xazal in 2006, nolotil in 2006, amoxicillin+clavulanic acid in 2006, diclofenac in 2005 and reneuron. Family history included bipolar disorder and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of dermatitis ("dermatitis, non-critical"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced breast disorder female ("symptom, complaint, sign, breast, non-critical"). On (B)(6) 2014, the patient experienced the second episode of dermatitis ("dermatitis, non-critical"). On (B)(6) 2015, the patient experienced cardiac failure (seriousness criterion medically significant). In 2015, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced arthralgia ("hip pain, non-critical - left"). On (B)(6) 2016, the patient experienced ligament sprain ("ankle sprain - right"). On (B)(6) 2017, the patient experienced genital haemorrhage ("excessive bleeding"). On (B)(6) 2017, the patient experienced major depression (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced tooth abscess ("dental abscesses"). On (B)(6) 2017, the patient experienced furuncle ("boil (skin) non-critical boil (skin) non-critical"). On (B)(6) 2017, the patient experienced shoulder injury ("symptom, complaint, shoulder sign non-critical -right"). On (B)(6) 2017, the patient experienced leg injury ("symptom, complaint, sign, leg, non-critical -left"). On (B)(6) 2017, the patient experienced fasciitis ("fasciitis (see specific region) non-critical"). On (B)(6) 2017, the patient experienced headache ("headache, non-critical"). On (B)(6) 2017, the patient experienced acute sinusitis ("sinusitis (acute/chronic)"). On (B)(6) 2017, the patient experienced spinal osteoarthritis ("cervical osteoarthritis"). On (B)(6) 2018, the patient experienced otitis externa ("external otitis- both"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthropathy ("symptom, complaint, sign, hip non-critical left"). On (B)(6) 2018, the patient experienced tremor ("tremor"). On (B)(6) 2019, the patient experienced dermatitis allergic ("allergic dermatitis non-critical"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), anxiety ("anxiety") and depression ("recurrent depressive disorder"). The patient was treated with surgery (bilateral salpingectomy to remove essures). At the time of the report, the hypersensitivity, cardiac failure, major depression, suicide attempt, genital haemorrhage, fatigue, anxiety, arthralgia, tooth abscess, depression, breast disorder female, the last episode of dermatitis, ligament sprain, furuncle, shoulder injury, leg injury, fasciitis, headache, acute sinusitis, spinal osteoarthritis, otitis externa, urinary tract infection, arthropathy, tremor and dermatitis allergic outcome was unknown. The reporter considered acute sinusitis, anxiety, arthralgia, arthropathy, breast disorder female, cardiac failure, depression, dermatitis allergic, fasciitis, fatigue, furuncle, genital haemorrhage, headache, hypersensitivity, ligament sprain, major depression, otitis externa, shoulder injury, spinal osteoarthritis, suicide attempt, tooth abscess, tremor, urinary tract infection, the first episode of dermatitis, leg injury and the second episode of dermatitis to be related to essure. The reporter commented: vaccinations: administration date: (B)(6) 2012 name: flu others <60 years old laboratory: msd batch: j8351-1. Administration date:(B)(6) 2011 name: flu others <60 years old laboratory : msd batch: ho283-1. Administration date: (B)(6) 2010 name: hepatitis b adult 3rd laboratory : glaxosmithkl batch: xhbvb642a1. -degree of disability of: 69%. -from the date of: (B)(6) 2018. -valid until: permanent. -scale to determine the need for assistance of another person: not needed. -scale to determine the existence of difficulties in the use of public transport (annex ii r.d. 1971/1999): no. -parking permit ((B)(6)): no. Lot number a86602 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cardiac failure ('heart failure'), major depression ('current episode of a major depression') and suicide attempt ('suicide attempt') in a 41-year-old female patient who had essure (batch no. A86602-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included onychomycosis on (B)(6) 2013, anxiety on (B)(6) 2012, burning sensation skin on (B)(6) 2012, cervicitis on (B)(6) 2012, acute pharyngitis on (B)(6) 2012, amenorrhoea on (B)(6) 2012, onychomycosis on (B)(6) 2012, coxalgia (-left-chronic-recurrent) on (B)(6) 2012, oral disorder on (B)(6) 2012, cough (smokers expectoration (acute/chronic)) on (B)(6) 2012, acute gastroenteritis ((non-specific gastroenteritis infection)) on (B)(6) 2012, abdominal discomfort on (B)(6) 2011, acute respiratory tract infection on (B)(6) 2011, intervertebral disc protrusion (l5 ¿ s1) on (B)(6) 2011, onychomycosis on (B)(6) 2011, dyspareunia on (B)(6) 2011, right otitis externa on(B)(6) 2011, neck pain in 2010, fear (from condition) non-critical illness) in 2009, trauma in 2009, trauma in 2009, arthropathy in 2009, plastic surgery nos in 2009, breast disorder female in 2009, vaginitis (non-critical) in 2008, diarrhoea (non-critical) in 2008, tendinitis ((B)(6) 2008: symptom, complaint, sign, carpal [wrist], non-critical - both) in 2008, streptococcal sore throat in 2008, drug hypersensitivity in 2007, muscular contraction wave abnormal in 2007, depression in 2007, infection in 2007, inflammation in 2007, amenorrhoea in 2006, coxalgia in 2006, urticaria in 2006 and breast disorder female in 2006. Terazepam 50 mg 30 tablets- (B)(6) 2007to (B)(6) 2007; ventubel size 2 (B)(6) 2008 (B)(6) 2008;. Previously administered products included for an unreported indication: menaderm from (B)(6) 2015 to(B)(6) 2015, naproxen from(B)(6) 2013 to (B)(6) 2013, ciclochem from (B)(6) 2012 to (B)(6) 2012, ciclochem from (B)(6) 2012 to (B)(6)2 012, zitromax from (B)(6) 2012 to (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012 to (B)(6)2012, amoxicillin + clavulanic acid from (B)(6) 2012 to (B)(6) 2012, pectox from (B)(6) 2012 to (B)(6)2012, duphalac from (B)(6) 2011 to (B)(6) 2011, hormonal contraception on (B)(6) 2011, trosyd from (B)(6) 2011 to (B)(6) 2011, orfidal from (B)(6) 2011 to(B)(6) 2011, budesonide from (B)(6) 2011 to (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011 to (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011 to (B)(6) 2011, ebastel extra from (B)(6) 2011 to (B)(6)2011, diclofenac in 2010, espidifen in 2010, labileno in 2010, bentazepam in 2010, omeprazole in 2009, mupirocin in 2009, rifampicin in 2009, tavanic in 2009, clotrimazole in 2008, clotrimazole in 2008, meloxicam in 2008, amoxicillin in 2008, ibuprofen in 2007, bentazepam in 2007, reneuron in 2007, levofloxacin in 2007, rifampicin in 2007, alprazolam retard in 2006, xazal in 2006, nolotil in 2006, amoxicillin+clavulanic acid in 2006, diclofenac in 2005 and reneuron. Family history included bipolar disorder and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of dermatitis ("dermatitis, non-critical"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced breast disorder female ("symptom, complaint, sign, breast, non-critical"). On(B)(6) 2014, the patient experienced the second episode of dermatitis ("dermatitis, non-critical"). On (B)(6) 2015, the patient experienced cardiac failure (seriousness criterion medically significant). In 2015, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced arthralgia ("hip pain, non-critical - left"). On (B)(6) 2016, the patient experienced ligament sprain ("ankle sprain - right"). On (B)(6) 2017, the patient experienced genital haemorrhage ("excessive bleeding"). On (B)(6) 2017, the patient experienced major depression (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced tooth abscess ("dental abscesses"). On (B)(6) 2017, the patient experienced furuncle ("boil (skin) non-critical boil (skin) non-critical"). On (B)(6) 2017, the patient experienced shoulder injury ("symptom, complaint, shoulder sign non-critical -right"). On (B)(6) 2017, the patient experienced leg injury ("symptom, complaint, sign, leg, non-critical -left"). On (B)(6) 2017, the patient experienced fasciitis ("fasciitis (see specific region) non-critical"). On(B)(6) 2017, the patient experienced headache ("headache, non-critical"). On (B)(6) 2017, the patient experienced acute sinusitis ("sinusitis (acute/chronic)"). On (B)(6) 2017, the patient experienced spinal osteoarthritis ("cervical osteoarthritis"). On (B)(6) 2018, the patient experienced otitis externa ("external otitis- both"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthropathy ("symptom, complaint, sign, hip non-critical left"). On (B)(6) 2018, the patient experienced tremor ("tremor"). On (B)(6) 2019, the patient experienced dermatitis allergic ("allergic dermatitis non-critical"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), anxiety ("anxiety") and depression ("recurrent depressive disorder"). The patient was treated with surgery (bilateral salpingectomy to remove essures). At the time of the report, the hypersensitivity, cardiac failure, major depression, suicide attempt, genital haemorrhage, fatigue, anxiety, arthralgia, tooth abscess, depression, breast disorder female, the last episode of dermatitis, ligament sprain, furuncle, shoulder injury, leg injury, fasciitis, headache, acute sinusitis, spinal osteoarthritis, otitis externa, urinary tract infection, arthropathy, tremor and dermatitis allergic outcome was unknown. The reporter considered acute sinusitis, anxiety, arthralgia, arthropathy, breast disorder female, cardiac failure, depression, dermatitis allergic, fasciitis, fatigue, furuncle, genital haemorrhage, headache, hypersensitivity, ligament sprain, major depression, otitis externa, shoulder injury, spinal osteoarthritis, suicide attempt, tooth abscess, tremor, urinary tract infection, the first episode of dermatitis, leg injury and the second episode of dermatitis to be related to essure. The reporter commented: vaccinations: administration date:(B)(6) 2012name: flu others <60 years old laboratory: msd batch: j8351-1 administration date:(B)(6) 2011 name: flu others <60 years old laboratory : msd batch: ho283-1 administration date:(B)(6) 2010 name: hepatitis b adult 3rd laboratory : glaxosmithkl batch: xhbvb642a1 -degree of disability of: 69% -from the date of: (B)(6) 2018 -valid until: permanent -scale to determine the need for assistance of another person: not needed -scale to determine the existence of difficulties in the use of public transport (annex ii r.d. 1971/1999): no -parking permit (royal decree 1056/2014, dated (B)(6)): no lot number a86602 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information was updated other reporter's was added we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cardiac failure ('heart failure'), major depression ('current episode of a major depression') and suicide attempt ('suicide attempt') in a 41-year-old female patient who had essure (batch no. A86602-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included onychomycosis on (B)(6) 2013, anxiety on (B)(6) 2012, burning sensation skin on (B)(6) 2012, cervicitis on (B)(6) 2012, acute pharyngitis on (B)(6) 2012, amenorrhoea on (B)(6) 2012, onychomycosis on (B)(6) 2012, coxalgia (-left-chronic-recurrent) on (B)(6) 2012, oral disorder on (B)(6) 2012, cough (smokers expectoration (acute/chronic)) on (B)(6) 2012, acute gastroenteritis ((non-specific gastroenteritis infection)) on (B)(6) 2012, abdominal discomfort on (B)(6) 2011, acute respiratory tract infection on (B)(6) 2011, intervertebral disc protrusion (l5 ¿ s1) on (B)(6) 2011, onychomycosis on (B)(6) 2011, dyspareunia on (B)(6) 2011, right otitis externa on (B)(6) 2011, neck pain in 2010, fear (from condition) non-critical illness) in 2009, trauma in 2009, trauma in 2009, arthropathy in 2009, plastic surgery nos in 2009, breast disorder female in 2009, vaginitis (non-critical) in 2008, diarrhoea (non-critical) in 2008, tendinitis ((B)(6) 2008: symptom, complaint, sign, carpal [wrist], non-critical - both) in 2008, streptococcal sore throat in 2008, drug hypersensitivity in 2007, muscular contraction wave abnormal in 2007, depression in 2007, infection in 2007, inflammation in 2007, amenorrhoea in 2006, coxalgia in 2006, urticaria in 2006, breast disorder female in 2006 and obesity. Terazepam 50 mg 30 tablets- 10-jul-2007to (B)(6) 2007; ventubel size 2 (B)(6) 2008 (B)(6) 2008;. Previously administered products included for an unreported indication: menaderm from (B)(6) 2015 to (B)(6) 2015, naproxen from (B)(6) 2013 to (B)(6) 2013, ciclochem from (B)(6) 2012 to (B)(6) 2012, ciclochem from (B)(6) 2012 to (B)(6) 2012, zitromax from (B)(6) 2012 to (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012 to (B)(6) 2012, amoxicillin + clavulanic acid from (B)(6) 2012 to (B)(6) 2012, pectox from (B)(6) 2012 to (B)(6) 2012, duphalac from (B)(6) 2011 to (B)(6) 2011, hormonal contraception on (B)(6) 2011, trosyd from (B)(6) 2011 to (B)(6) 2011, orfidal from (B)(6) 2011 to (B)(6) 2011, budesonide from (B)(6) 2011 to (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011 to (B)(6) 2011, amoxicillin + clavulanic acid from (B)(6) 2011 to (B)(6) 2011, ebastel extra from (B)(6) 2011 to (B)(6) 2011, diclofenac in 2010, espidifen in 2010, labileno in 2010, bentazepam in 2010, omeprazole in 2009, mupirocin in 2009, rifampicin in 2009, tavanic in 2009, clotrimazole in 2008, clotrimazole in 2008, meloxicam in 2008, amoxicillin in 2008, ibuprofen in 2007, bentazepam in 2007, reneuron in 2007, levofloxacin in 2007, rifampicin in 2007, alprazolam retard in 2006, xazal in 2006, nolotil in 2006, amoxicillin+clavulanic acid in 2006, diclofenac in 2005 and reneuron. Family history included bipolar disorder and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of dermatitis ("dermatitis, non-critical"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced breast disorder female ("symptom, complaint, sign, breast, non-critical"). On (B)(6) 2014, the patient experienced the second episode of dermatitis ("dermatitis, non-critical"). On (B)(6) 2015, the patient experienced cardiac failure (seriousness criterion medically significant). In 2015, the patient experienced suicide attempt (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced arthralgia ("hip pain, non-critical - left"). On (B)(6) 2016, the patient experienced ligament sprain ("ankle sprain - right"). On (B)(6) 2017, the patient experienced genital haemorrhage ("excessive bleeding/scarce bleeding"). On (B)(6) 2017, the patient experienced major depression (seriousness criteria disability and medically significant). On (B)(6) 2017, the patient experienced tooth abscess ("dental abscesses"). On (B)(6) 2017, the patient experienced furuncle ("boil (skin) non-critical boil (skin) non-critical"). On (B)(6) 2017, the patient experienced shoulder injury ("symptom, complaint, shoulder sign non-critical -right"). On (B)(6) 2017, the patient experienced leg injury ("symptom, complaint, sign, leg, non-critical -left"). On (B)(6) 2017, the patient experienced fasciitis ("fasciitis (see specific region) non-critical"). In 2017, the patient experienced intermenstrual bleeding ("metrorrhagia") and cutaneous vasculitis ("leukocytoclastic vasculitis"). On (B)(6) 2017, the patient experienced headache ("headache, non-critical"). On (B)(6) 2017, the patient experienced acute sinusitis ("sinusitis (acute/chronic)"). On (B)(6) 2017, the patient experienced spinal osteoarthritis ("cervical osteoarthritis"). On (B)(6) 2018, the patient experienced otitis externa ("external otitis- both"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced arthropathy ("symptom, complaint, sign, hip non-critical left"). On (B)(6) 2018, the patient experienced tremor ("tremor"). On (B)(6) 2019, the patient experienced dermatitis allergic ("allergic dermatitis non-critical"). On (B)(6) 2019, the patient experienced abdominal pain lower ("hypogastric pain"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), anxiety ("anxiety"), depression ("recurrent depressive disorder") and erythema nodosum ("erythema nodosum"). The patient was treated with surgery (bilateral salpingectomy to remove essures). At the time of the report, the hypersensitivity, cardiac failure, major depression, suicide attempt, genital haemorrhage, fatigue, anxiety, arthralgia, tooth abscess, depression, breast disorder female, the last episode of dermatitis, ligament sprain, furuncle, shoulder injury, leg injury, fasciitis, headache, acute sinusitis, spinal osteoarthritis, otitis externa, urinary tract infection, arthropathy, tremor and dermatitis allergic outcome was unknown. The reporter considered abdominal pain lower, acute sinusitis, anxiety, arthralgia, arthropathy, breast disorder female, cardiac failure, cutaneous vasculitis, depression, dermatitis allergic, erythema nodosum, fasciitis, fatigue, furuncle, genital haemorrhage, headache, hypersensitivity, intermenstrual bleeding, ligament sprain, major depression, otitis externa, shoulder injury, spinal osteoarthritis, suicide attempt, tooth abscess, tremor, urinary tract infection, the first episode of dermatitis, leg injury and the second episode of dermatitis to be related to essure. The reporter commented: vaccinations: administration date: (B)(6) 2012name: flu others <60 years old laboratory: msd batch: j8351-1. 3 to 4 coil loops were placed inside each ostium. Administration date:(B)(6) 2011 name: flu others <60 years old laboratory : msd batch: ho283-1. Administration date:(B)(6) 2010 name: hepatitis b adult 3rd laboratory : glaxosmithkl batch: xhbvb642a1. -degree of disability of: 69%. -from the date of: (B)(6) 2018. -valid until: permanent. -scale to determine the need for assistance of another person: not needed -scale to determine the existence of difficulties in the use of public transport (annex ii r.d. 1971/1999): no. -parking permit (royal decree 1056/2014, dated 12-dec): no. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: the devices were correctly placed. Lot number a86602 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2022: mr received. Patient medical history, lab data, events: metrorrhagia, leukocytoclastic vasculitis, hypogastric pain, erythema nodosum, rcc added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.